Manufacturer narrative:
During service of the enterprise 8000x, arjo technician noticed that the bed's frame was bent. Additionally, it was observed that there was unacceptable distance between the retaining clip assembled on subframe spigot and bearing assembled into the foot end radius arm. The radius arm did not detach from the bed's frame and the bed did not collapse. There was no indication regarding patient involvement. No injury or other medical consequences reported. The analysis of this problem carried out by the manufacturer revealed that the radius arm would not detach when the bed is handled in accordance with the instruction for use. The simulations showed that two potential situations can lead to this malfunction. The first one when the backrest is locked with the obstacle e.g. Windowsill (in the position of 45 degrees) and pushed till the actuator limits, then the bed is gently pulled by the foot section of the bed leading to the radius arm detachment. And the second one when the obstacle is put between the base frame and radius arm. Based on that, it can be concluded that the reported malfunction (unacceptable distance) itself cannot lead to the radius arm detachment and bed collapse and cannot compromise a patient's safety if the bed is used according to the procedure described in IFU. Additionally, it should be emphasized that the instruction for use dedicated to the enterprise 8000x bed (746-585-UK-3) includes information and warnings, which are mandatory for the safe and effective use of the bed, including the safety of patients and caregivers. It indicates that: "when the bed is operated, make sure that obstacles such as bedside furniture do not restrict its movement". If this warning is followed, there is no risk for the radius arm detachment. Due to limited information gathered, the exact cause of this malfunction could not be determined. It was not possible to determine whether the way in which the bed was used could contribute to the reported malfunction. Due to bent frame, it was decided to remove this bed permanently from use. In summary, the enterprise 8000x did not meet the manufacturer's specification. There was no indication regarding patient involvement at the time the malfunction occurred. The complaint decided to be reportable due to the fact that the unacceptable distance under specific circumstances (described in the section above) may lead to the radius arm detachment and bed's collapse.

Manufacturer narrative:
The process of gathering information is ongoing. Additional information will be provided upon conclusions of the investigation.

Event description:
During service of the enterprise 8000x, arjo technician observed that the bed's frame is bent. Additionally, it was observed that there was unacceptable distance between the retaining clip assembled on subframe spigot and bearing assembled into the foot end radius arm. The radius arm did not detach from the bed's frame and the bed did not collapse. There was no indication regarding patient involvement. No injury or other medical consequences reported.